Event description:
It was reported, the pt had no stimulation and was unable to communicate with the ipg using the external devices. A replacement charger did not resolve the issue. The sjm rep met with the pt and confirmed the issue. The pt had discussed the next course of action with his physician, but was undecided whether he wanted surgical intervention. .

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.